Manufacturer narrative:
Other text: one cadd solis vip pump was received for the evaluation of a reported alarm. The pump was received in a physically good condition with no evidence of the reported issue in the event log. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A functional test was performed to further investigate the reported issue. The problem could not be duplicated. During power up and inspection, the device did not find issue with keeps alarming cassette not attached properly instead found alarming error code 44221 in red screen continuously. The error code 44221 indicate a problem with software timing or microprocessor board issue. Therefore, no problem found with the issue. However, the microprocessor board will be replaced as other issue occurred. H6) there was no patient involved during the reported event.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette not attached alarm continuously. No reported adverse effects.